Event description:
The facility reported that this handpiece started up on its own and became twisted with the surgical glove of a staff member, pinching his finger. In addition, the unit started up on its own, while sitting on the (B) (6) stand and got entangled with a towel. The customer reported stopping the handpiece by disconnecting it from the cable. There was no serious injury or surgical delay with this event.

Manufacturer narrative:
Investigation findings: conmed linvatec performed an eval on this handpiece and was unable to confirm the reported problem. During diagnostic testing, this device met all specifications. The device was disassembled and a visual inspection performed on all internal components, with no visible defects found. The device was reassembled and retested and continued to operate according to specification. Conmed linvatec will continue to monitor this device for failures. Conmed linvatec contacted the customer with these findings and advised them that the cable in use at the time of this event should be returned for eval. The customer stated that the cable has been in use since this event without reoccurrence of the reported problem. The customer indicated that if this event recurs, the cable in use will be returned for eval.